Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term survival of semi-constrained total knee arthroplasty for revision surgery" written by benjamin k. Wilke, md, eric r. Wagner, md, and robert t. Trousdale, md published by the journal of arthroplasty 29 (2014) 1005-1008 was reviewed. The article's purpose was to examine survival rates and long-term clinical function of the semi -constrained modular fixed-bearing tc-iii tka implant used in the revision setting from january 1, 1995 to december 31, 2000. Data was compiled from 209 patients and 234 revisions. The article does not provide cement manufacturer and the article does not clarify or imply that the patients had patellar resurfacing. The article does report that femoral and tibial stems were utilized, and bone grafting was used during revision surgery with tc-iii in conjunction with femoral augments and tibial wedges. Depuy products utilized: tc iii tka implants with modular fixed bearings. Adverse events: aseptic loosening (components not specified and treated by revision), osteolysis (treated by revision), pain (treated by revision), infection (treated by revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.